Event description:
It was reported that the customer was hospitalized due to low blood glucose. Troubleshooting was performed. The time and date were accurate. The programming, basal, and bolus history were accurate. It was stated that the customer accidentally dropped the insulin pump and cracks on the insulin pump was observed. Advised the customer to discontinue use of the device and to revert to back up of manual injections. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.